Event description:
The customer stated that on (B)(6) 2012 at 2:43 am, a pregnant woman in labor generated a (B)(6) architect hiv combo result of (B)(6). The sample was repeated with a result of (B)(6). The sample was run again at 11:57 am and (B)(6) results of (B)(6) were generated. Her newborn baby was administered antiviral medication. The sample was subsequently sent for further testing. (B)(6) results were (B)(6). The neonate was born around 2:00 am on (B)(6) 2012. Administration of (B)(6), 6.5 grams every 6 hours was initiated at 12:52 pm on (B)(6) 2012. This was terminated on (B)(6) 2012 at 6:00 am, upon receipt of the (B)(6) result. The lab has no knowledge of further impact to the neonate or mother. The mother was not administered any anti-viral medication.

Manufacturer narrative:
(B)(4) - (anti -viral therapy). (B)(4) - ((B)(6) result). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
A retained kit of architect (B)(6) reagent, list number (B)(4), lot number 13582li00 was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate reagent specificity, an additional 16 replicates of negative control were tested. Negative control values met specifications and the results were in the typical range and no false reactive results were obtained. All generated data demonstrate that the performance of the architect (B)(6) combo (B)(4), lot number 13582li00 is not compromised. Customer complaint data was reviewed and no adverse trends were identified. The architect hiv ag/ab combo reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.